Manufacturer narrative:
H6; code 100: instrument reportedly was empty of staples when fired. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspection & results: condition of anvil gook, condition of anvil shroud good, condition of cartridge good, condition of driver good/extended, condition of earmuff good, condition of head good, firing lever position open/fired position, rotation good, staples present no, trigger position open/fired position. Functional tests & results: articulation yes, closure force normal, instrument cylced yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident. It could not be ascertained as to when the staples had been fired. It should be noted that adequate inspection and control points exist in the mfg line along with a laser vision inspection system that detects missing staples and empty instruments. The instrument was observed to be received in good physical condition with a minimal amount of dried body fluids on the cartridge. The instrument was received for analysis with no staples present. Upon loading and firing the instrument, the instrument performed as designed. Co strives to understand each incident as it occurs in order to continuously improve our products. It should be noted that stringent inspection and control points exist in the mfg line along with a laser inspection system that detects missing staples and empty instruments. The staple loading process was reviewed and demonstrated a very high degree of reliability.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the surgeon closed the rectum with az55b. The surgeon, after cutting the rectum with a scapel, noticed that the rectum had not been closed because the ax55b was empty. There was no pt consequence.